Event description:
It was reported that during an implant attempt, the lead was positioned, but the thresholds were unacceptable. The patient experienced "heart failure" during the procedure, which was later clarified as a "symptom of intolerance", so the implant was abandoned and the lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.